Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the inspiratory pressure transducer printed circuit board (pcb). The pcb: s was returned for further investigation simulated use testing of the returned pcb failed the performed pre-use check with internal leakage test, pressure transducer test, flow transducer test and patient circuit test. No abnormal found during ventilation for 2 hours. The cause of the issue is a defective component on the pressure transducer pcb. It was not possible to find which component caused the reported issue. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.